Event description:
Customer contacted beckman coulter inc. (Bci) regarding false negative bhcg results generated by the access 2 immunoassay system for one patient. A patient sample when tested gave tbhcg results of 0.32 and 0.30miu/ml. The results did not match the patient's clinical history and was questioned by the physician. The repeat dil-bhcg result was 3981.24miu/ml. Another sample obtained from this patient gave a result of 3663.78miu/ml and a result of 3653.93miu/ml on a different reagent pack. The erroneous results were reported outside of the laboratory. The customer did not report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in a sst tube and centrifuged at 3600 rpm for 10 minutes. Qc was within specifications prior to and after the erroneous results. System check performed on (B)(4) 2009 was within specifications. A field service engineer (fse) was on-site (B)(4) 2009. Fse performed a preventive maintenance (pm) which was due and noted no hardware issues. A system check passed within specifications. Qc performed was within the customer's established ranges. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.